Event description:
It was reported that device entrapment occurred. The target lesion was located in the distal right coronary artery. A 4.00 x 20 synergy stent was implanted for treatment and the opticross hd imaging catheter advanced for ultrasound examination. When the catheter was being removed, it became stuck in a stent strut. A non-boston scientific microcatheter was advanced along with the guidewire to where the opticross was stuck. The microcatheter was pushed against the opticross guidewire exit port and the opticross was able to be removed. Additional balloon dilation was performed and the procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the distal right coronary artery. A 4.00 x 20 synergy stent was implanted for treatment and the opticross hd imaging catheter advanced for ultrasound examination. When the catheter was being removed, it became stuck in a stent strut. A non-boston scientific microcatheter was advanced along with the guidewire to where the opticross was stuck. The microcatheter was pushed against the opticross guidewire exit port and the opticross was able to be removed. Additional balloon dilation was performed and the procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. Microscopic inspection revealed the guidewire exit port was damaged (deformed/lifted) and that there was pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.